Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that due to patient discomfort and left side breast cancer, the pacing system was removed. A new system was implanted in the right side of the chest.